Event description:
Patient injected novorapid at bedtime instead of novolin ge nph [wrong drug administered]. Novopen silver and blue were available only in blue cased [product outer packaging issue]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "patient injected novorapid at bedtime instead of novolin ge nph" and "novopen silver and blue were available only in blue cases" both with an unspecified onset date, and concerned a (B)(6) female patient (patient's age at the time of reporting) who was treated with novorapid penfill (rapid-acting insulin aspart) with novopen 4 (blue) (insulin delivery device) from (B)(6) 2013 to (B)(6) 2015 and novolin ge nph penfill (long-acting insulin human) with novopen 4 (silver) (insulin delivery device) from (B)(6) 2013 to (B)(6) 2015 due to type 2 diabetes mellitus. Patient's height: 12.5 cm, patient's weight: 93.9 kg, patient's body mass index: 35.56. Medical history included type 2 diabetes mellitus since 15 years, high blood pressure and heart problems. The patient had history of cancer in the family (unspecified). The patient was using novolin ge nph and novorapid with the novopen 4 (silver and blue). About a seek ago, the patient injected herself with 70 units of novorapid at bedtime instead of injecting herself with 70 units of novolin ge nph. This led the patient to be hospitalized (details not provided). The patient's most recent (B)(6) (glycosylated haemoglobin) was 6.1% (date unknown). It was reported that, this was an error that could have been prevented if the cases for novopens have been different. The patient used blue novopen 4 for novorapid stored at room temperature in blue case and silver novopen4 for novolin nph stored at room temperature in blue case. Currently in the market there were two pens the silver and the blue, but both pens were available only in blue cases. The patient was not recently changed from another device. Action taken to novorapid penfill, novolin ge nph penfill, novopin 4 (silver) and novopen 4 (blue) was reported as product discontinued. The overall outcome for the events was not reported. No further information is available.